Event description:
It was reported that the patient underwent a pocket revision, due to pain at the pocket site. The patient had a significant weight loss resulting in a painful pocket. The patient was reportedly doing well after the revision.

Manufacturer narrative:
Patient's age and date of birth not available. Patient's weight not available. Device remained in patient. This is a final report.